Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead delivered inappropriate therapy and exhibited noise, oversensing, and low out of range pace impedance measurements. Surgical intervention was taken to explant and replace the lead. The crt-d was also explanted and replaced with a df4 compatible device. No additional adverse patient effects were reported.